Manufacturer narrative:
(B)(4). Status: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during the preparation of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous transhepatic gallbladder drainage (ptgd) procedure, an air leakage occurred between the mac-loc and catheter portions of the device. The customer changed to a different device, and the procedure was completed with no complications reported. The complaint device has been received; however, as of the date of this report, the evaluation and investigation are in progress.

Manufacturer narrative:
Corrected data: after further review of the record, it was determined that it should be reported that the event occurred with 2 devices from the same lot. Additionally, per the customer, after the drainage catheter was inserted to body, he found the leakage. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification of the returned devices were conducted during the investigation. The visual inspection of the returned device confirmed two 8.5french catheters. One device was returned in the locked position and the other was in the unlocked position. No biomatter appeared present and there was no noted surface damage. There are noticeably too many threads showing between the mac-loc and the cap on both devices. A twist and tug test were performed and it was determined that the cap was securely attached. A pull test revealed that the tubing was secure within the cap. A leak test was performed by clamping the end of the catheter using hemostats and flushing room temperature water through the proximal end of the device with a 20ml syringe. No leak was noted on either device. The mac-locs were locked during the testing of each. As stated, it appears that the cap was not properly torqued onto the device and therefore, too many threads were showing (>2). This could contribute to the failure mode. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. This complaint was for the same failure mode and the same customer. Based on the information provided, the examination of the returned products, and the results of our investigation, the actual root cause was determined as operator manufacturing error. Retraining could not be completed because the operator no longer works for the manufacturer. However, this failure mode has been escalated per internal processes. The appropriate personnel have been notified, and this failure mode will continue to be trended. Per the quality engineering risk assessment, no further action is required.